Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Continued: e.1.: state: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2, d4, g4, h4, h6

Event description:
Healthcare professional reported left side no complaint against the device. This record is no longer reportable to the FDA and will be un-reported. The device remains implanted.